Manufacturer narrative:
Other relevant device(s) are: pn: 9733752, ln: unk. A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that there were issues with instrument tracking. The site was unable to get metal interference value below 1.1 while using the patient tracker. There was no known metal in the field. They were unable to verify straight suction, used malleable suction instead. The frontal balloon and sphenoid balloon only tracked within the sinus cavity. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was received on 2019-08-23 stating that the case was completed without the use of navigation when the listed tools did not track.